Event description:
The following info was provided by the cook area rep based on comments made by the user. The snare was advanced through the endoscope and into position. The physician decided to apply electrosurgical power to the snare. The nurse prepared to connect the snare handle to the active cord when the prongs of the electrical connection in the snare handle were noted to be too far apart. The staff did not feel the snare was safe to use. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the device said to be involved confirmed the report as described. The prongs on the electrical pin were spread apart prohibiting connection to an active cord. The snare head extended and retracted during handle manipulation. There were no other anomalies noted that could have contributed to the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Before using the acusnare, the instructions for use instruct the use to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to damage to the electrical pin. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Correction action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.